Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, twelve companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with using two random companion samples and no issue was identified or bubble was not observed or encountered during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering from port #5 of an unspecified quantity of exactamix 2400 valve sets. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.